Event description:
The patient has a primary shoulder surgery on (B)(6) 2023. Subsequently, the patient came in reporting pain due to falling. On (B)(6) 2024, the surgeon revised the metaphysis, liner, glenosphere, baseplate and screws. On (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all implants, performed a washout and placed temporary antibiotic spacers. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 march 2025: lot 2405706: (B)(4) items manufactured and released on 26-july-2024. Expiration date: 2029-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved batch reviews performed on 10 march 2025: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2317084: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2408192: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 2029-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Two device of the same lot involved in the complaint. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2211001: (B)(4) items manufactured and released on 28-june-2022. Expiration date: 2027-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot 2349416: (B)(4) items manufactured and released on 02-may-2024. Expiration date: 2029-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0320 grs central screw - l15 (k213459) lot 2246966: (B)(4) items manufactured and released on 22-march-2023. Expiration date: 2028-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0401 grs baseplate - ø24.5x20 - full wedge 15° (k231911) lot 2315756: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause